Event description:
Event description guidant received information that this implantable congestive heart failure generator unsersensed a ventricular tachycardia rhythm which resulted in detection not being met. Therapy was not delivered when required. This device's sensitivity had been programmed to least. Technical services discussed increasing the sensitivity of this device. The patient was, at the time of this event, in the hospital on a ventilator. This patient is very sick.